Event description:
It was reported during the trial the doctor had a hard time getting the lead into place because of the patient¿s body. It was noted when the stimulator was turned on during the trial the patient ¿jumped out of their chair.¿ it was noted the patient yelled and felt like they were being electrocuted. It was stated the manufacturer representative told the patient that they were extra sensitive. It was noted the patient was put under a fluoroscope and it showed the lead had moved. It was stated the patient laid down on ¿one of the pieces of metal, so they were getting electrocuted.¿ it was noted the patient had some symptom relief when they were lying on the table before the lead moved. It was noted the patient was ¿zapped.¿ it was noted if the patient would move a certain way and ¿it wasn¿t touching the metal it would help them.¿ the patient outcome was not provided.

Manufacturer narrative:
(B)(4).